Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension and a limb extension. At the completion of the initial implant it was reported the suprarenal extension was placed low, no endoleak was visible at the conclusion of the initial procedure. Recently the patient came in for a routine follow up and computed tomography (CT) as well as an angiogram showed the patient had a type 1a endoleak with aneurysm sac growth. The physician implanted an additional suprarenal aortic extension to seal the endoleak. The patient was discharged from the hospital and is reported as doing well. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 1a endoleak. The most likely cause of the type 1a endoleak was related to the low placement of the suprarenal cuff at index. The placement may be related to the physician trying to preserve an inferior left accessory renal artery, the aortic neck was off-label and 9mm in length below the accessory renal artery. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.